Event description:
It was reported that the surgeon was using the plasmablade for over thirty minutes and experienced no issues. The tip was partially extended when he went to extend it further, it pulled all the way out of the shaft. There was no extreme force or pressure applied, the instrument freely removed from the shaft. No injury to pt reported.

Manufacturer narrative:
At the time of this report, the product had not been returned for eval. Upon receipt of the product a f/u will be submitted.